Manufacturer narrative:
The cause of, the treatment for, and the outcome of the peritonitis were unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced peritonitis on an unknown date in 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. On an unreported date, dianeal, extraneal and nutrineal therapies were discontinued. No additional information is available.